Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid artery angioplasty with stenting procedure using a 9f sheath. Reportedly, during removal of the prostyle device, more tension than usual was applied to the suture and the suture separated. A guide wire was re-inserted, and another prostyle device was used to achieve hemostasis. The physician commented that the suture separated because of manipulation of the blue suture by pulling it forward rather than in a parallel direction with the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.h6: medical device problem code 2017 clarifier- failure to follow steps / instructions.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Per case details "the physician commented that the suture separated because of the manipulation of the blue suture by pulling it forward rather than in a parallel direction with the device. The physician said that they applied more tension than usual on the suture". It should be noted that the electronic perclose prostyle instructions for use (IFU), states: "pull the rail suture limb coaxial to the tissue tract with slow, consistent increasing tension to advance the pre-tied suture knot". The IFU violation is the cause of the reported difficulties. Additionally per case details, it was reported that only one device was used for the pre close technique. The procedure sheath was noted to be above 8fr. It should be noted that the electronic perclose prostyle IFU states: "for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required". It is unknown if this IFU violation contributed to the reported difficulties. The cause of the reported event is use error and the subsequent treatment is related to circumstances of the procedure. Excessive force in the perpendicular direction from the directed coaxial direction on the suture during knot advancement is the cause of the device failure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 clarifier- indication for use.